Event description:
Breast implant illness. I started feeling sick in 2017 and couldn't figure out what was going on with my health. I just knew something was wrong. No doctors could figure out what was wrong. One doc even called me after my appointment and apologized and said that he went online and researches my symptoms and that they are real. FDA safety report ID# (B)(4).